Event description:
A ventilator was returned to the manufacturer for service. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, a failure of the device to charge its internal battery was observed. The internal battery was replaced to address the issue.